Manufacturer narrative:
Patient information is not available for reporting. Implant and explant dates: device not implanted/explanted. Complainant device is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that after the sales consultant went into the operating room during a craniotomy and one of the physician assistants stated that they had to switch systems to the stryker because the head of the screw in the depuy synthes system sheared off on the back table during the case. This happened when they were preparing the plate to be implanted in the patient. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Corrected data: reporter name and phone number. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Further it was reported that the procedure was completed successfully and no additional medical intervention required during the procedure. The patient was reported stable following the surgery.

Manufacturer narrative:
Additional product codes: gwo, gxr. Corrected data: initial reporter is synthes sales consultant. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.